Event description:
On (B)(6) 2011, pt underwent a re-do for aortic valve replacement. Post-op, the pt was intubated and connected to a mechanical ventilator. While providing post-op care to the pt, rn heard a pop and loud air hissing sound through the ventilator circuit. The ventilator screen went blank and stopped providing ventilations to the pt. Pt was immediately disconnected from the mechanical ventilator and the endotracheal tube -et- was then connected to a resuscitator -ambu- bag for manual assistance of ventilations. A replacement ventilator was immediately obtained and previous settings were implemented. Pt experienced no adverse outcomes from the event.